Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high pacing lead impedance. The physician explanted and replaced the rv lead on 9 mar 2022. The patient was in stable condition.